Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the connecting tube had a dent. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus for repair, the customer stated it was possible that the corrosion-like discoloration in the image may be a foreign material. There was no delay in the start of pre-cleaning, the air / water nozzle was flushed by water and air, and there were no abnormalities in the accessories used for reprocessing. The customer wiped / brushed the air and water nozzle with clean lint-free cloths, brushes, and sponges. The customer flushed the air / water nozzle with the detergent solution, the customer did not have any concerns about the reprocessing process but did inform olympus that bedside / reprocessing is completed using an oer-5.additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide lens had a crack, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the connecting tube had a wrinkle, the light guide bundle was slipping down, the connection between the bending section and the connecting tube was not secured due to a deformation of the bending tube, the adhesive on the bending section cover had a chip, an abnormal sound is made due to damage on the right / left knob, the up / down knob was out of standard due to wear of the angle wire, the illumination is uneven due to slipping out of the light guide bundle.the following had a scratch: connecting tube, scope connector cover unit, scope connector, protector of the universal cord on the scope connector, protector of the universal cord on the control section, universal cord, grip, scope cover, control unit, forceps elevator, up / down knob, forceps elevator knob, right / left knob, bending section cover, and the switch box.the investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the gastrointestinal videoscope had two crashes before and after, on (B)(6) 2023. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.